Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported standby issue. The manufacturer¿s international service technician replaced the data acquisition (da) board to address the reported problem. The self-test passed, the electrical safety test passed and the performance verification test passed. The device was returned to full functionality.

Event description:
The customer reported that the unit would not enter standby mode. No patient or user harm was reported.